Manufacturer narrative:
(B)(4). Date sent: 7/22/2019 batch # unk. Date of event it 2019. Event day and event month not provided. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterctomy procedure, there was issue with staple malformation. There was no delay to procedure and no patient consequence.